Event description:
It was reported that during a port placement procedure, the flushing tube was allegedly not smooth when flushing and aspirating the puncture needle. It was further reported that a metal substance was allegedly inside the puncture needle blocking the lumen. Reportedly, the guidewire allegedly cannot enter again when it is halfway in. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows one unsealed sample tray which includes 12 cc syringe connected to the introducer needle, right-angled non-coring needle and straight non-coring needle, tunneler attached to the catheter, one powerport attached to the catheter, one powerloc set and one vein pick along with other surgical instruments. However, the investigation is inconclusive for the reported contamination, difficult to insert, occlusion, suction problem and difficult to flush issue as no evidence was obtained from the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method) h11: h6 (result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the flushing tube was allegedly not smooth when flushing and aspirating the puncture needle. It was further reported that a metal substance was allegedly inside the puncture needle blocking the lumen. Reportedly, the guidewire allegedly cannot enter again when it is halfway in. There was no reported patient injury.